Event description:
During biomed testing the device displayed "defib fault 72" and "pacer fault 116" messages. Complaintant indicated that there was no patient involvement in the reported malfunction.